Event description:
It was reported that bradycardia occurred. The patient anatomy was considered severely tortuous and severely calcified. A large lotus introducer sheath(lis) was inserted through the transfemoral access site. Balloon valvuloplasty was performed under rapid pacing (180bpm) as indicated in the instructions for use. Patient became bradycardic with a heart rate decrease to 38bpm. Pacing was started at a rate of 60 bpm. The procedure continued with the successful implant of a 23mm lotus edge valve. Pacing was turned off, but the patient again became bradycardic so the pacing was continued. A permanent pacemaker was implanted. The patient is doing fine.